Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia to 59 mg/dl for approximately 30¿45 minutes without receiving low or urgent low alerts from the ilet, after which glucagon was administered and glucose rose to 170 mg/dl; the user disconnected from the pump and planned to use injections as needed, and engineering log review was requested to assess the missed alerts. Symptoms included lethargy. Outcomes included no need for professional medical intervention and no need for third-party assistance. Investigation included review of device performance data and engineering logs to evaluate alert functionality. Investigation of this case revealed that the cause of the hypoglycemia and the absence of alerts was unclear, with potential contribution from intercurrent illness, and no device component malfunction has been identified at this time. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.